Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had an unrelated surgery on (B)(6) and stimulation was turned off. The caller reported the patient used the stimulation for bladder and bowel issues. Caller reported the patient had a foley catheter in, but was having constipation issues. Their stimulation had been turned on the day prior to the report. It was reviewed that the therapy doesn't work like a switch. Since the patient wasn't feeling stimulation they could turn stimulation up to make sure they felt it in the appropriate location. Additional information was received. The patient reported they had to turn the ins off for unrelated surgery and they had been unable to have a bowel movement for 13 days. Patient thought this was due to the ins being off. Patient was able to sync while on the call and it was confirmed that stimulation was off. Patient was assisted in turning the ins back on and the patient was able to increase stimulation to a comfortable level. Patient was going to follow-up with their managing physician if the bowel movement issue was not resolved in a few days. No further complications were reported or anticipated.